Event description:
It was reported that, after hip surgery while the patient was still in the operating room, a pause was seen on telemetry. A strip showed no pacing for 6 seconds, but it was unknown how long the actual pause lasted. During the check, everything was normal, but no invasive testing was done since the patient was still unconscious from the procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).